Manufacturer narrative:
The field service representative (fsr) adjusted the fraction of inspired oxygen (fio2) via central control monitor (ccm) and noted that the blender motor was louder than normal and had a grinding sound to it. The fsr also adjusted the fio2 via knob and noticed that hit did not rotate as easily as normal, appeared to be binding internally. The reported complaint was confirmed. The stiffness of the knob affected the calibration of the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). During laboratory analysis, the electronic patient gas system (epgs) did not fail to calibrate. The product surveillance technician (pst) connected the epgs to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. After the 15 minute warm up period, calibration of the epgs was initiated and passed. Calibrated the epgs 24 times with no failure to calibrate. The service repair technician (srt) replaced the stepper motor. The epgs operated to the manufacturer's specification.

Manufacturer narrative:
(B)(4). As per field service representative (fsr) the complaint was duplicated, he confirmed when he downloaded the logs there was an error. The fsr returned the logs for analysis. The fsr replaced the electronic patient gas system (epgs) gas module. Calibrated epgs successfully, verified performance, and safety post-replacement. During log review, it was found that the gas system calibration is attempted a total of 13 times. Further review of the logs confirmed the system was rebooted, and calibration was successfully calibrated on the first try. There was no indication of a problem after the reboot. (B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate the oxygen sensor. The customer went through the case using the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.